Event description:
A consumer reported that they used fixodent denture adhesive, complete cream, unspecified total dialy frequency and reported the following: afib (atrial fibrillation) every time consumer used a lot of the product. Consumer had to go to the emergency room because consumer needed a difibulator whenever consumer used a lot of fixodent denture adhesive, complete cream. The case outcome was unknown. Past medical history included: allergy - unknown, medical history - unknown. 2005 safety follow-up phone call to consumer: every time consumer used fixodent consumer would get a feeling in consumer's chest. Spouse reported that consumer used fixodent and "had sudden cardiac death" and was shocked in the emergency room twice. Spouse went on to say that physician diagnosed consumer as having cardiac arrest and atrial fibrillation. Consumer had old dentures and consumer would use fixodent complete and consumer had an itchy feeling all over like consumer had ants on consumer and that consumer felt dizzy. Consumer used fixodent on consumer's new dentures and while they were eating dinner at a restaurant, consumer felt the same way. Spouse thought consumer was allergic to shrimp but it happened when consumer tried pork chops at home. The use of fixodent was the only thing that had been consistent. Consumer drank iced tea and then left for the restroom while at a restaurant. Consumer was gone too long and was gray when consumer returned to the table. Spouse thought consumer was having anaphylactic shock. Consumer went outside and was stumbling; spouse laid consumer down and a squad was called. Consumer's breathing was okay and consumer's throat was not swelling. The squad personnel checked consumer's blood sugar and it was fine; they did an electrocardiogram and it looked bad per the spouse. Consumer was admitted to the cardiac unit and was now taking blood thinners and beta blockers and consumer's symptoms were not as bad. The physicians did not find a cause for consumer's arrest: one cardiologist said that it was an allergic reaction and one other cardiologist said that it was not related. Consumer was not diagnosed with an anaphylyactic reaction. Consumer tried fixodent one more time after hospitalization and consumer's blood pressure went down and consumer's pulse went up. Consumer removed consumer's dentures and within one and one half hours. Consumer was feeling better. Consumer was in good health, had good cholesterol and normal blood pressures. Consumer had discontinued use of fixodent and was trying polygrip but they were afraid that product had the same chemicals.